Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). Following pre-dilation with a 2.5/20 non-bsc balloon, a 3.00 x 24mm synergy stent was advanced to treat the lesion. The stent delivery system was unable to cross the lesion and the stent distal got lifted. Usage was discontinued and the procedure was completed with a different device. There were no serious injury or adverse patient effects.